Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed a leak coming from the bottom right corner of the seam. The reported condition was verified. The cause of the condition was due to over welding of the material during manufacturing process. This was concluded as the pin size hole showed signs of being burnt. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva bag was leaking near the bottom right hand seam. This was identified during post-compounding checks prior to patient use. There was no patient involvement. No additional information is available.